Manufacturer narrative:
(B)(4). Investigation summary:according to the information provided, it was reported by the loan kit technician during loan kit inspection that device was marked not performing correctly. The complaint device was received and evaluated. Visual observations reveal that the ratchet latch assembly was found broken and it seems loose from the jaw lever assembly. In addition, the device presented marks of wear. The functional test was not performed due to damage in the device. The complaint can be confirmed. The possible root cause for the reported failure can be attributed to excessive force being applied on the device and for repeated cleaning/ sterilization cycles. However; this cannot be conclusive determined as a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate theexpressew iii w/hook was returned from the hospital .it was marked as not performing correctly.this case has been reported by the loan kit technician during loan kit inspection. It has been forwarded to depuy engineering for assessment. No further information